Manufacturer narrative:
The cause of the archtiect cyclosporine imprecision is due to an interaction between the architect cylcosporine assay and the resin used to produce certain architect reaction vessel (rv) lots. Assay precision can be impacted if rvs containing different resin are mixed in the architect hopper and used to test architect cyclosporine. All architect cyclosporine customers will be instructed to only run architect cyclosporine using rvs manufactured with resin from the same supplier. Rv lots beginning with lot 06083p100 and higher can be used together. Rv lots lower than 06083p100 can be used together.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, high test results, low test results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated they are observing imprecision on the architect cyclosporine assay. The issue was first observed when the level 2 and level 3 controls were out of range high on multiple occasions. The customer tested patient samples and noted significantly higher and lower values when the sample was repeated 7 to 40 minutes from the initial test result. A patient generated an initial result of 169 and upon repeat, the value was 120 ng/ml. No impact to patient management was reported.